Event description:
International affilate reports the patient experienced bleeding and high cerebral pressure. It was believed that the codman external drainage system iii did not function properly as the fluid did not pass through the device approximately 30% the catheter was found to have collapsed and the system was explanted after being in place for one day. The product was discarded by the customer but another eds 3 system of the same lot will be returned for evaluation.